Event description:
A home pt reported a pt extension line that leaked prior to connection to the set-up. The home pt noted that the tubing was wet as he was preparing to connect his transfer set to the pt extension set. The pt noted that he uses a box cutter to open his cartons, however, the hole noted in the tubing was a pin hole and not a cut or a slice. No pt injury or medical intervention was associated with this incident per the home pt.